Event description:
Customer reported fluid leaked form the IV set during an infusion. Per customer's email "pct went into room and noted that primary IV tubing was leaking and tubing was broken between pump and primary line." There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.